Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during the phone call indicated the device was functioning properly. The technician discussed other possible causes and suggest the customer change the infusion set.